Manufacturer narrative:
It was reported that the patient underwent sling revision, urethrolysis, laparoscopic revision of mesh, and laparoscopic adhesiolysis on (B)(6) 2013 due to vaginal pain, periurethral pain, dyspareunia and lower abdominal pain. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and bladder prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.